Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient experienced skin inflammation and was prescribed on a 10 day course of antibiotics on (B)(6) 2020. The implanted device remains.